Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient contacted support stating that the dexcom g7 sensor was not pairing with the insulin pump. The sensor had previously been connected to another insulin delivery device and had remaining wear time. The pump was placed into pairing mode, and the patient was advised to temporarily isolate the other device during the pairing attempt and to contact support again if the sensor did not connect within the expected time frame. Blood glucose levels were not affected during the event. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.